Event description:
It was reported after using bd vacutainer® k2e 7.2mg plus blood collection tube erroneous results-(low platelet count) were seen in 45 samples due to platelet clumping. Treatment was unchanged as platelet clumps were reported as they appear clumped on the film and the count is possibly inaccurate. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2025-00502 is a duplicate.

Event description:
It was reported after using bd vacutainer® k2e 7.2mg plus blood collection tube erroneous results-(low platelet count) were seen in 45 samples due to platelet clumping. Treatment was unchanged as platelet clumps were reported as they appear clumped on the film and the count is possibly inaccurate. No adverse impact was reported regarding the patient or user.